Event description:
It was reported that syringe not in place. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the device had a cracked right case by upper screw hole and broken ear clip. During an attempted infusion and verifying the digital sensor reading, the reported problem was duplicated. The root cause of the reported issue was found to be the q1 missing on plunger board. Replaced plunger printed circuit board.